Manufacturer narrative:
Complaint no: (B)(4). It was reported that the patient experienced peritonitis on an unreported date two years ago. The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. On an unreported date, the patient¿s pd catheter was removed and the patient was put on hemodialysis for three months prior to going back on pd therapy. On an unreported date, the patient recovered from the peritonitis event. No additional information is available at this time. This is report 1 of 4 involved in this event.